Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue of air backflow occurred. It was reported there were bubbles in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The procedure was successfully completed after changing and using a new vizigo. There was no patient consequences. Air was not being introduced into the patient. The physician did perform unknown maneuver to eliminate bubbles. No medical intervention was required and it was not reported that the patient exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). Please note, the date of event was reported as unknown, as such, the date has been defaulted to (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 28-apr-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and an issue of air backflow occurred. It was reported there were bubbles in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The procedure was successfully completed after changing and using a new vizigo. There was no patient consequences. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and backpressure test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).